Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia and seizure. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
A patient¿s blood glucose (bg) reduced to 55 mg/dl while wearing the pod and patient subsequently experienced a seizure. Patient was admitted and seen by a health care professional at the (B)(6) hospital on (B)(6) 2017. Patient was provided tylenol for a head injury sustained when the patient fell and hit their head on the floor during the seizure. Patient reported that the personal diabetes manager (pdm) meter was reading an incorrect bg level. The bg had show 280 mg/dl on the pdm while the hospital meter showed 180 mg/dl. The patient had then tried a separate pdm which had matched the hospital's meter at 180 mg/dl.